Event description:
Lap chole- "according to dr (B)(6), an incident occurred where a fellow surgeon, dr (B)(6), re-admitted a patient due to bleeding from clips slipping off the cystic artery. Over time and following this event, dr (B)(6) said he has lost confidence in the appliers because it seems on almost every case at least one clip seems loose. He also feels that when slightly tapped, the clips slide/move along the vessel. Dr (B)(6) is the main surgeon and decided to discontinue use of ca090 and ca500. All info was gathered (B)(4) 2014. Patient status - recovered after several days in ICU."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: twenty three (23) sterile samples units were returned for evaluation. Upon inspection, engineering determined that all units functioned properly. The clips in each device were fired off one at a time and conformed to all specifications. The root cause of the incidents could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.